Event description:
It was reported that a patient's implantable cardioverter defibrillator (ICD) inappropriately delivered high voltage therapy due to misinterpretation of signal. No changes were made. There were no patient consequences.

Manufacturer narrative:
The health effect impact code should have been serious injury/ illness/ impairment, rather than no health consequences or impact.